Event description:
Patient was revised to address thigh pain. Osteolysis was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 3/1/2016: litigation received. Litigation alleges pain, discomfort, soreness, metallosis, and elevated metal ion levels. The stem is being added to the complaint for the alleged high metal ion levels. This complaint was updated on: 3/17/2016.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the catalog number and lot number is not available. The devices associated with this report were not returned. Review of the available device history records did not reveal any related manufacturing deviations or anomalies. The initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update: the devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear and metallosis. Added law firm, revision surgeon and hospital, updated product details in ips, updated affected side, manufactured and expiration date of ips. Corrected patient identifier.